Event description:
A report was received that a pt was observed with a granuloma at the clip placement site of a gel mark cel-u-gel marker. This was noted at the 18 1/2-week follow-up. The biopsy site was excised. No adverse pt effect has been reported.